Event description:
It was reported that the patient with this implanted pacemaker, reported that it was explanted due to sepsis. This device is not expected to return for analysis. No additional adverse patient effects were reported.